Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI. Per caller the patient had an MRI one hour ago and the pump was still showing a motor stall. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model # 8578, serial # (B)(4), implanted: (B)(6) 2010, explanted:unk; catheter model #8709, lot # j10812r22, implanted: (B)(6) 2001, explanted: unk.

Manufacturer narrative:
(B)(4).